Event description:
The right ventricular (rv} lead exhibited a polarity switch, noise and low impedances. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).